Event description:
The catheter was found to be crushed about three inches from the distal tip. The physician noticed this while preparing the device for a case. The device was not used in the pt.

Manufacturer narrative:
Technical eval: the catheter had flat spots at the distal tip, a twisting flat spot from 5.0 to 6.5 cm, and flat spots of irregular shape between 7.0 and 9.0cm and a single axis bend at 10.0cm. There are more proximal flat spots, but these are likely handling damage. Conclusion: the incident is confirmed as reported. The packaging that this device was returned in to penumbra makes sorting out handling damage from usage or any other damage difficult. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 1147-01, (lot # l15953). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). All conditions of this da have been completely executed. All destructive testing was completed per required process monitoring requirements and results met spec. No other anomalies were found with this lot due to the manfuacturing process. The parts released in this lot met process requirement.